Manufacturer narrative:
Both the treatment tip and data log were returned for evaluation. Evaluation of the treatment data concluded that the handpiece and system performed as expected. The treatment tip was evaluated and failed flow, leak, thermistor, and visual testing. Dielectric breakdown, tearing, and a burn were observed on the tip membrane. No functional testing was possible due to the condition of the returned tip. During evaluation of the treatment tip, service found damage to the tip membrane. Tears or dielectric membrane breakdown of the membrane can cause the radiofrequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area and could possibly causing patient burns. Both the thermage user manual (p009240-05 rev. B) and technical bulletin tb-19 instructs the operator to inspect the treatment tips for any signs of physical damage prior, during, and after treatment. With respect to all thermage systems clinicians should frequently inspect the tip membrane during treatment for signs of breakdown and build-up of foreign substances. With respect to the cpt system, solta recommends that a tip membrane inspection be performed at the outset of the procedure and every 50 (fifty) pulses thereafter. A review of the manufacturing records showed all requirements were met. Based on the available information, this event was most likely caused by damage on the tip membrane. It is unknown how damage to the treatment tip occurred as all tips are visually inspected for defects during manufacturing.

Event description:
A physician¿s office reported multiple error codes were received while performing a thermage treatment. The physician indicated they did not inspect the tip prior to use, however the tip was inspected after 96 reps and it was noted the membrane was damaged. The highest energy used was 5. The treating physician noted a first-degree burn with superficial redness and swelling was observed in the treatment area. A medical assessment determined the patient injury in this case is considered to be non-serious, with no permanent damage.